Event description:
On (B)(6) 2014, the customer reported a falsely decreased troponin result for a (B)(6)year old male patient. It was indicated by the customer that a technician had incorrectly loaded the architect concentrated wash solution onto the architect i1000sr analyzer instead of the architect trigger solution, at approximately 3:00 am on (B)(6) 2014. Quality control (qc) was not run after the reagents were changed. The customer indicated it is their policy to run qc after reagents are changed. At 6:15 am, the falsely decreased result of <0.010 ug/l was generated for sid 21035890. Qc was run at 11:54 am ((B)(6) 2014) which is when the issue of the concentrated wash solution being loaded instead of the trigger solution was discovered. At this time the correct trigger solution was put on the system and the lines were flushed. The qc was subsequently run, which passed. The patient specimen was then rerun on (B)(6) 2014, as follows: 12:15 pm - no result was generated, 12:33 pm = 0.06 ug/l, retested at 12:49 pm = 0.06 ug/l. The patient died in the emergency room on (B)(6) 2014. The customer does not have the time or cause of death. It is unknown if an autopsy will be performed. Three requests have been made to obtain a copy of the death certificate and/or autopsy report. This information has not been provided. No other information is known for this patient.

Manufacturer narrative:
(B)(4). Evaluation of the customer issue included a review of the complaint text, a review of the result log, evaluation of the bottles, a search for similar complaints, and a review of labeling. A review of the result log confirmed the generated results, the presence of result flags indicating the results were outside the dynamic or linear range of the assay, and the completion time of the results. A review of the appearance of the concentrated wash buffer and trigger bottles confirm they are distinguishable by the color coding of the labeling which has a magenta header for wash buffer and a green header for trigger. Review of the architect operations manual illustrates the correct positioning of the bulk solution bottles in the pre-trigger/trigger storage area of the instrument, including pictures which show the green label header on the trigger bottle. The architect system operations manual provides labeling descriptions that allow the operator to distinguish between the concentrated wash buffer solution and the trigger solution; instructions, both software and graphics, for replacing the trigger solution; information on reviewing/releasing/rerunning results including descriptions of patient result flags; operational precautions of not following the requirements for handling bulk solutions; and troubleshooting symptoms that relate to consumable performance. A historical complaint search was completed and no similar complaints have been reported. Based on the available information no product deficiency and no malfunction of the architect i1000sr analyzer, ln 01l86, was identified.